Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: broken suture of the uphold. Taper cut tip not found. It probably remained inside the patient. There were no patient consequences reported.